Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract. Pod was not worn.

Manufacturer narrative:
An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. No retraction of either cannula was observed. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Slide retract was found to be damaged, which was caused by an incorrect installment of the hard cannula. Incorrect installation of the hard cannula caused it to not retract properly.